Event description:
Arjo was notified about the event with involvement of citadel bed. It was reported that the medical bed malfunctioned and consequently, the bed with the patient tipped sideways. The patient did not fall from the bed. There was no injury or other medical consequences reported to arjo. The information initially received suggested that the radius arm detached from the bed's frame and the bed leaned over to one side. On this basis, the complaint was deemed to be reportable to competent authority. However further information and photographic evidence provided, showed that there was no radius arm detachment but detachment of one of two backrest hinges.

Manufacturer narrative:
Arjo was notified about the event with involvement of citadel bed. It was reported that the medical bed malfunctioned and consequently, the bed with the patient tipped sideways. The patient did not fall from the bed. There was no injury or other medical consequences reported to arjo. The information initially received suggested that the radius arm detached from the bed's frame and the bed leaned over to one side. On this basis, the complaint was deemed to be reportable to competent authority. However further information and photographic evidence provided, showed that there was no radius arm detachment but detachment of one of two backrest hinges. The involved bed was manufactured and released to distribution on 24 jun 2016. This device has undergone the internal inspection at the manufacturing site prior to placement on the market. The results of the inspection were documented in the device history record. This file has been reviewed and no anomaly was found. This bed is the rental device, which was delivered to the facility on 8 may 2019 and the malfunction occurred on (B)(6) 2019. Before the citadel bed was released for use, it passed the quality check in arjo service center. This allowed concluding that the malfunction was not caused by the manufacturer defect. The investigation carried out by the manufacturer showed that the only possibility to damage backrest section is when it is being lowered onto obstacle placed under the bed. This is the most probable scenario, however due to limited information collected about circumstances of the malfunction occurrence, the exact cause could not be established. The review of post-market surveillance data regarding disconnection of one of backrest section hinges revealed that there were no events reported to arjo in which there was an actual adverse outcome involving injuries. The only situation that was observed so far was associated with the particular bed section being inoperative and backrest collapse to one side. The above resulted in customer annoyance, no injury was reported. In each case, the defect of the hinge was noticed by the staff who took appropriate action by claiming the event and taking it out from use after the failure detection. It is worth noting that the bed works as a system together with the mattress. If the hinges become loose or even broken, the patient is still lying securely on the mattress. Moreover, the backrest is still connected to the frame through the hinge from the other side of the bed, therefore full backrest detachment would not occur. We found this complaint to be reportable to the competent authority basing on initial information of radius arm detachment, which may lead to the bed's collapse. Follow-up information confirmed that the issue was related to backrest hinge disconnection. Based on the above findings and the negligible likelihood of the occurrence of an adverse event, this type of malfunction is not considered as the safety-related and is not perceived as reportable.

Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusions of the investigation.

Event description:
Citadel medical bed broke and the patient on the bed tipped sideways. The device evaluation confirmed that the radius arm detached from the bed's frame and the bed leaned over to one side. Although the bed was in use with the patient when the malfunction occurred, there were no injury or other medical consequences reported to arjo.